Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction, and the md inserted the super arrow-flex sheath into the left femoral artery. The md inserted the iab into the sheath and when the iab reached the tip of the sheath the iab became stuck. The iab and sheath were removed as one unit. The md requested another iab and this iab was prepped and inserted into the sheath via the right femoral artery. The iab was inserted through the sheath without incident.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.